Manufacturer narrative:
H6: work order search: no similar complaint within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and blurred vison. The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry within a microcentrifuge vial. Visual inspection found a optic and haptic broken lens. Dimensional and functional inspection were required but were unable to be performed due to significant lens damage. Claim# (B)(4).